Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, three mitraclips were implanted successfully and the procedure was discontinued. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. On an approximate date, (B)(6) 2025, the patient returned with a fever and endocarditis. The patient was hospitalized and treated in extracorporeal circulation for a surgical approach to the mitral valve.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported shock, dyspnea and endocarditis was unable to be determined. The reported patient effect of shock, dyspnea and endocarditis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization or prolonged hospitalization and surgical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, three mitraclips were implanted successfully and the procedure was discontinued. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. On an approximate date, (B)(6) 2025, the patient returned with a fever and endocarditis. The patient was hospitalized and treated in extracorporeal circulation for a surgical approach to the mitral valve.